Event description:
A report was received that during an examination, the physician discovered one of the patient's leads was exhibiting high impedances. The patient underwent a lead revision procedure where the physician replaced the lead exhibiting high impedances.